Event description:
Clinic notes were received indicating that the vns patient presented with severe convulsions and recurrent status epilepticus which resulted in multiple admissions to the hospital. The dates for these events were not provided. The patient's seizures became less frequent between 2000 and 2005, but the frequency increase after 2006 with multiple exacerbations. The notes also indicate that the patient reported a new exacerbations in (B)(6) 2010 and that the patient's seizures became more frequent during the day. Review of the available programming and diagnostic history showed normal diagnostic results through 2011. Attempts for additional relevant info have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Electronic submission of this report was not possible due to a problem with the manufacturer's software used for emdr submissions.

Manufacturer narrative:
Age at time of event, corrected data: the initial manufacturer report inadvertently reported an incorrect event date. Adverse event and/or product problem, corrected data: the initial manufacturer report inadvertently reported the event as both an adverse event and product problem. The event should have been classified as an adverse event only. Date of event, corrected data: the initial manufacturer report inadvertently reported an incorrect event date. Relevant tests/laboratory data, corrected data: the initial manufacturer report inadvertently did not include the patient¿s programmed settings at the time of the event. Type of reportable event, corrected data: the initial manufacturer report inadvertently reported the event as a malfunction. The event should have been classified as a serious injury. (B)(4).